Event description:
It was reported that the screen on the 9800 system is blanking out. It was noted that the system had a bad high voltage cable. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.